Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown morphine 30mg/ml for a total dose of 8.7mg/day, dilaudid (hydromorphone) 15mg/ml for a total dose of 4.35mg/day, clonidine 1500mcg/ml for a total dose of 435mcg/day, and bupivacaine 5mg/ml for a total dose of 1.45mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported the healthcare professional (hcp) suspected a catheter issue during a routine exchange of the pump. It was noted they could not aspirate the catheter during surgery, so the hcp placed a new 8780 catheter. The hcp ligated the intrathecal piece of the catheter with sutures to mitigate cerebrospinal fluid (csf) loss. The hcp partially explanted the existing catheter leaving a portion of the catheter in the intrathecal space. The rest of the catheter was explanted on (B)(6) 2017 and was being returned for evaluation. According to the hcp, the patient was recently losing treatment efficacy and was having symptoms leading the hcp to suspect a catheter issues. The patient was scheduled for a revision, but when the catheter could not be aspirated in surgery the hcp placed a new catheter. The pump was working fine, but the hcp replaced since it was over 4 years old. There was no suspected issues with the pump, but was replaced (prophylactically) to avoid needing additional procedure at elective replacement indicator (eri). The pump was being returned, but they do not suspect any issues with the pump. It was unknown what may have caused or contributed to the issue and was unknown what diagnostics/troubleshooting was performed. Actions/interventions included catheter aspiration. It was noted that the issue was resolved at time of report, and the patient's status at time of report was "alive-no injury." The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2014 partially explanted: (B)(6) 2017 product type catheter analysis of the catheter on (B)(4) 2017 revealed a compressed area on the catheter body. The compressed area was observed approximately 15 cm from the sutureless connector. On (B)(4) 2017, analysis also revealed damage to the transition tube of the catheter body. As per the pump¿s log, the following drugs were being administered via a simple continuous dose rate as of (B)(4) 2017: morphine with concentration 30mg/ml at a dose rate of 8.712 mg/day, hydromorphone with concentration 15mg/ml at a dose rate of 4.356 mg/day, clonidine with concentration 1500mcg/ml at a dose rate of 435.6 mcg/day, and bupivacaine with concentration 5mg/ml at a dose rate of 1.4521 mg/day. Update/correction: the previously applied conclusion code (B)(4) is no longer applicable. The conclusion code (B)(4) refers the analysis finding of damage to the transition tube of the catheter body. The conclusion code (B)(4) refers to the analysis finding regarding compressed area of the catheter body. The previously applied device code (B)(4) was removed. If information is provided in the future, a supplemental report will be issued.